Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had ineffective stimulation. It was confirmed by x- rays the patient's lead had moved off of mid-line. The patient had lead revision procedure to move the lead back to midline. Reportedly post- operatively the patient had effective therapy.